Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range shock impedances in a stable and slowly increasing trend. A red alert was triggered for this situation. Would the measurements be to continue increasing, a defibrillation threshold test was recommended. The physician believes that it was within the range of daily fluctuations and no additional actions have been taken for this lead. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range shock impedances in a stable and slowly increasing trend. A red alert was triggered for this situation. Would the measurements be to continue increasing, a defibrillation threshold test was recommended. The rv lead remains in service at this time. No adverse patient effects were reported.